Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient was at home with friends and his egv was 166 mg/dl and the bg was not checked. The patient felt extremely tired, disoriented, and lastly unconscious. No treatment was provided to the patient. His friends took him to hospital. When his was at the hospital, the egv was 140-170 mg/dl and bg was 27 mg/dl. The patient confirmed that the nurse did not gave him insulin; however, he could not recall the medication provided to reverse hypoglycemia with loss of consciousness. He was discharged from the hospital on (B)(6) 2024. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.